Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time the device was programmed to deliver an unspecified concentration of norepinephrine. No specific programming parameters were provided. After an unspecified time, it was reported the device had an unspecified alarm and the delivery stopped. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, while operating on a full charged battery, after delivering for 2 hours and 20 minutes the device alarmed for low battery. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2013 at 1236, line a of the device was programmed to deliver in the dose calculation mode, norepinephrine 4 mg/250 ml, dose of 4 mcg/min, at a rate of 15 ml/hr, with a vtbi (volume to be infused) of 145.9 ml, for duration of 9 hours and 43 minutes, and the delivery was started. At 1240, the power was switched to ac mode. At 1249, the rate was changed to 22.5 ml/hr. At 1331, the rate was changed to 30 ml/hr. At 1332, the rate was changed to 37.5 ml/hr. At 1342, the device alarmed with warning: charger service. At 1344, the volumes were cleared on lines a and b, line a infused 99.9 ml. At 1345, the device alarmed with n250 (door open while pumping) and the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.